Event description:
The customer reports the device has a red x and the diagnostic therapy knob is bad. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device has a red x and the diagnostic therapy knob is bad. There is no reported pt involvement. This complainant is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.